Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that atrial fibrillation (af) events were observed for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) however technical services (ts) noting were false positives due to this patients premature ventricular contractions (pvc). Intermittent undersensing was observed. Ts discussed a different vector could be attempted however there was no guarantee it will make a difference. Previous af events showed undersensing approximately 2 years prior. This s-ICD remains in service. No adverse patient effects were reported.